Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device (ccd) detection was abnormal due to failure of the ap circuit board with apparent damage and e315 error message was displayed. The cause of the faulty ap board could not be identified. "From the service manuals, it was confirmed that ap board has functions of ccd detection, a/d transformation, anti-clouding function control, ccd drive, and analogue dimming." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the video connector socket was broken. It was also noted that an e315 scope communication error was seen due to failure of the circuit board without apparent damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the visera elite video system center connection connector was broken. There were no reports of patient harm associated with the event.